Event description:
The pt received his scs system on (B)(6) 2007. It was reported the pt's recharge burden had increased. The physician plans to replace the ipg. The surgical intervention has not been scheduled.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.